Event description:
It was reported that "adjacent level to plate anchor c used at c4/5 10mm straight drill bit broke into cage in caudel hole. Bit is in patient and did not seem to cause adverse affects. Drill bit was left in patient. No screw was placed caudally. Part not retrieved."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Further information about the event was requested but no response was received from the reporter. A materials analysis performed for a similar complaint on the same device catalogue number indicated that the drill bit fractured due to brittle overload caused by user applied torsional and bending stresses. Conclusion: the most likely cause of the reported event is a user applied overload to the device.

Event description:
It was reported that "adjacent level to plate anchor c used at c4/5 10mm straight drill bit broke into cage in caudel hole. Bit is in patient and did not seem to cause adverse affects. Drill bit was left in patient. No screw was placed caudally. Part not retreived."